Event description:
The patient experienced symptoms of feeling unwell and was unable to speak, prompting their spouse to contact emergency medical services. The pod was worn on the arm during the sought of medical attention. The patient suspected that they may have administered an excessive dose of insulin, though the reason was unclear. Upon arrival at home, the medical team diagnosed the patient with hypoglycemia as the blood glucose reading was at 45 mg/dl. The medical team treated the patient with routine diabetes care management of grape juice and bread containing honey and sugar, which led the blood glucose levels to increase above 80 mg/dl, and no further intervention was needed after that.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported treatment / routine diabetes care provided by a third-party and hypoglycemia.